Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received samples and 4 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for closure separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated ¿when removing a bleeding tube from the pronto needle holder, after taking a blood sample, the cap remains in the needle holder and the tube becomes loose.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated ¿when removing a bleeding tube from the pronto needle holder, after taking a blood sample, the cap remains in the needle holder and the tube becomes loose."